Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 37 mg/dl. The customer was treated for their blood glucose with glucagon shots by their husband. Paramedics were called to the scene after the customer was found in a coma at a store. The customer stated that they have been under a lot of stress prior to the incident. The customer was administered three glucagon shots in the past month. The customer did not troubleshoot and did not send the product back for analysis.